Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained of ineffective stimulation therapy from the scs system. A company representative contacted the patient but the patient declined to meet with the representative to evaluate the issue. Subsequently, the patient had the scs system removed.